Event description:
In 2005, the pt was scheduled for a carotid procedure; however, due to severe iliac tortuosity the procedure was stopped and rescheduled for the carotid procedure. In the next day, the pt returned for the carotid procedure. During retrieval of the rx accunet filter basket the recovery catheter was unable to recover the filter basket the recovery catheter was found to be bent. A second rx accunet was opened and the recovery catheter was used. A balloon was used to open the proximal part of the stent to allow passage of the second recovery catheter to successfully retrieve the filter basket. One-day post procedure the pt developed leukocytosis resulting in new/prolonged hospitalization and was treated with antibiotics. Although no product malfunction was reported it cannot be said for certain that the devices did not cause or contribute to the pt developing leukocytosis.